Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The rep reported that the start date of the trial was (B)(6) 2020. They stated the patient did not pull the internal wire out. They had the permanent implant on (B)(6) 2020 and had no issues at that time. No further information was available. MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.

Manufacturer narrative:
Concomitant medical products: product ID: 3889, lot#: unknown, product type: lead. Product ID: 3889, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens). The patient reported their arms were numb from the procedure. Contributing factors were unknown. The patient was advised to follow-up with their healthcare provider for medical questions. The issues were not resolved at the time of the report. Additional information was received. The patient reported they lost their voice and they believed it was related to their surgery. They pulled their wire out when removing their depends and stated their nurse would be there the following day to look at it. No further complications were reported or anticipated.